Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild calcification. Pre-dilatation was performed and the 2.5 x 12 mm xience v stent was implanted. A proximal dissection was observed; therefore, a 2.5 x 12 mm xience v was used to cover the dissection successfully. The patient outcome was good, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.